Event description:
The customer reported a battery that depleted rapidly. There was no adverse impact to the customer¿s blood glucose level. Technical support documented the issues and advised the customer to uninstall and reinstall the mobile app if the battery continued to deplete at an alarming rate, specifically exceeding 35% per day. The customer acknowledged the advice provided.